Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately 20 seconds at 11:32 am on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 13:56 pm on (B)(6) 2018. This action set the ethanol concentration in bottle 6 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 6 remained unchanged at 60.6% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 6 (ethanol) was used for the final dehydration step of the "kaiser 8 hr processing" protocol started in retort b at 20:36 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Although not reported by the complainant, the quality of tissue processing from the "kaiser 3 hr processing" protocol started in retort b at 20:13 pm on (B)(6) 2018 and the "kaiser 8 hr processing" protocol started in retort a at 18:47 pm on (B)(6) 2018 would also have been adversely impacted, because the reagent in bottle 6 (ethanol) was also used for the final dehydration step in these protocols. Investigation of this complaint found that the instrument operated within specification during execution of the protocols between (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 13:56 pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint of "under processed tissue" following a "bottle was placed in wrong place". Complainant indicated that 180 blocks from an 8 hour protocol "will be reprocessing". A leica biosystems field support specialist (fss) attended the site on 28 march 2018 and documented that incorrect replacement of a reagent had occurred at 13:56 on (B)(6) 2018. The run from which sub-optimal tissue processing was derived has also been identified with this occasion as "kasier 8 hr processing" started at "8:36 pm" on (B)(6) 2018 and completed at "3:44 pm" on (B)(6) 2018. On 29 march 2018, leica biosystems (B)(4) received information that all tissue samples exhibiting sub-optimal processing were diagnosable.